Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was not able to be infused. An x-ray was performed and suggested that the catheter was broken. Port use was immediately stopped and the device was removed shortly thereafter and a new port was placed. There was no reported patient injury.

Event description:
It was reported that sometime post port placement, the port was unable to be infused. An x-ray demonstrated the catheter was broken. Port use was stopped and the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot met all release criteria. Device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. One m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter set was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for subcutaneous break of catheter at port stem, as there was no catheter tubing on the port stem of the sample returned, there was no catheter tubing returned with the sample, and there was not a complete break in the port stem. There is not enough evidence to determine whether there was a complete subcutaneous break of the catheter at the port stem. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. (Expiration date: 09/2020).